Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The patient effect of recurrent mr was due to the procedural condition of the slda. Mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in will be filed under a separate medwatch report.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. Post procedure echocardiography noted both clips had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. The patient will be sent for surgery at a later date. Per the physician, the sldas were due to the poor tissue quality. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.